Event description:
It is reported the patient was revised due to dislocation and instability.

Manufacturer narrative:
Evaluation summary: review of medical notes indicated that the patient dislocated while bending forward to put on a sandal. A closed reduction was performed. Review of surgical notes for procedure performed on (B)(6) 2014, determined that significant amount of necrotic debris was removed from inside the capsule. The surgeon stated that marginally viable tissue was observed at the level of the capsule and joint. Acetabular and femoral components were noted to be stable . It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, type of activity are unk. Based on info provided, the instability was most likely caused due to the recurrent dislocation. Evaluation: no devices or photos were received; therefore the condition of the components is unk. Review of the device history records did not find any deviation or anomalies.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient's right femoral head and acetabular liner were revised due to recurrent dislocation. During the revision surgery, the surgeon identified ¿marginally viable tissue down at the level of the capsule and joint¿ and removed a ¿significant amount of necrotic debris from inside the capsule¿ which was ¿a brownish type fibrous tissue.¿ intraoperative cultures were again negative for infection. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a revision surgery approximately 5 years post implantation due to dislocation, instability, and alval. Head and liner were revised. During the revision surgery, the surgeon found ¿marginally viable tissue down at the level of the capsule and joint¿ and removed a ¿significant amount of necrotic debris from inside the capsule¿ which was ¿a brownish type fibrous tissue.¿ intraoperative cultures were again negative for infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Review of medical notes from revision determined that significant amount of necrotic debris was removed from inside the capsule. Based on information provided, the instability was most likely caused due to the recurrent dislocation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.